Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure, multiple system message codes were received and the case was aborted. There was no harm to the patient, however, another surgery will be necessary. Add'l info requested, but not received.